Manufacturer narrative:
Additional information: section h imdrf annex code. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified that the magnet had fallen out of the inseparable. The inseparable unit was replaced. Customer performed a functional test, verifying that the drawer opened and closed properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer failure. The user was unable to select the correct device due to the system was not recognized the serial number and shown error message that "required maintenance". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer failure. The user was unable to select the correct device due to the system was not recognized the serial number and shown error message that "required maintenance". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.